Event description:
Treatment of a left unruptured cavernous saccular aneurysm measuring 19mm x 9mm. During the pipeline deployment, it was reported that the proximal end of the pipeline required balloon angioplasty to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).